Manufacturer narrative:
E1: patient city - (B)(6) patient country - spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that patient faced infusion set introducer needle fractured upon removal from infusion site after normal use event on (B)(6) 2024. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high and the patient was treated with manual bolus. This fracture leads to the significant pain to the patient. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: it was reported that, the pump was not lowering blood glucose levels.

Event description:
To date, additional patient or event details were received which have been added in h11.